Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("essure coils had migrated and perforated a fallopian tube"), ectopic pregnancy with contraceptive device ("ectopic pregnancy"), device dislocation ("migration of essure: unknown") and genital haemorrhage ("heavy bleeding") in a 30-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, parity 2 ((B)(6) 2004, (B)(6) 2007) and termination of pregnancy - elective. Concurrent conditions included gravida ii. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced the first episode of alopecia ("hair loss"). In (B)(6) 2008, the patient experienced dyspareunia ("pain during intercourse/dyspareunia,"). In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and anxiety ("psychological/psychiatric: emotional anguish,"). In 2009, the patient experienced device dislocation (seriousness criterion medically significant). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain, pelvic pain and abdominal pain lower, ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("severe back pain"), migraine ("migraines/migraines/headaches,"), the second episode of alopecia ("hair loss"), procedural pain ("painful post-operative recovery"), dysmenorrhoea ("dysmenorrhea,"), weight increased ("weight gain.") And arthralgia ("joint pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (unilateral salpingo-oophorectomy left fallopian tube.) And surgery (in 2009 underwent an abortion at an hospital). Essure was removed in 2009. At the time of the report, the fallopian tube perforation, genital haemorrhage, back pain, dyspareunia, migraine, the last episode of alopecia and procedural pain was resolving, the ectopic pregnancy with contraceptive device, device dislocation, vaginal haemorrhage, menorrhagia, dysmenorrhoea, anxiety and weight increased outcome was unknown and the arthralgia had not resolved. The reporter considered anxiety, arthralgia, back pain, device dislocation, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fallopian tube perforation, genital haemorrhage, menorrhagia, migraine, procedural pain, vaginal haemorrhage, weight increased, the first episode of alopecia and the second episode of alopecia to be related to essure. The reporter commented: since having the surgery,patient's symptoms are mostly resolved on 2012: she had unilateral salpingectomy right fallopian tube . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: both coils seen in normal position. Most recent follow-up information incorporated above includes: on 2-mar-2018: plaintiff fact sheet, medical records, new reporter, patient demographic relevant information and lab data, essure indication and start date, new events abnormal bleeding (vaginal, menorrhagia), migration of essure: unknown, psychological/psychiatric: emotional anguish, weight gain and joint pain were added. The events dyspareunia, migraines/headaches, clubbed with previous event incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("essure coils had migrated and perforated a fallopian tube"), ruptured ectopic pregnancy ("fallopian tube burst"), ectopic pregnancy with contraceptive device ("ectopic pregnancy"), device dislocation ("migration of essure: unknown") and genital haemorrhage ("heavy bleeding") in a 30-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, parity 2 ((B)(6) 2004, (B)(6) 2007) and termination of pregnancy - elective. Concurrent conditions included gravida ii. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced the first episode of alopecia ("hair loss"). In (B)(6) 2008, the patient experienced dyspareunia ("pain during intercourse/dyspareunia,"). In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and anxiety ("psychological/psychiatric: emotional anguish,"). In 2009, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain, pelvic pain and abdominal pain lower, ruptured ectopic pregnancy (seriousness criteria medically significant and intervention required), ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("severe back pain"), migraine ("migraines/migraines/headaches,"), the second episode of alopecia ("hair loss"), procedural pain ("painful post-operative recovery"), dysmenorrhoea ("dysmenorrhea,"), weight increased ("weight gain.") And arthralgia ("joint pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery ((B)(6) 2009 - unilateral salpingo-oophorectomy left fallopian tube, 2012 - salpingectomy right tube), surgery (in 2009 underwent an abortion at hospital). Essure was removed in 2012. At the time of the report, the fallopian tube perforation, genital haemorrhage, back pain, dyspareunia, migraine, the last episode of alopecia and procedural pain was resolving, the ruptured ectopic pregnancy, ectopic pregnancy with contraceptive device, device dislocation, vaginal haemorrhage, menorrhagia, dysmenorrhoea, anxiety and weight increased outcome was unknown and the arthralgia had not resolved. The reporter considered anxiety, arthralgia, back pain, device dislocation, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fallopian tube perforation, genital haemorrhage, menorrhagia, migraine, procedural pain, ruptured ectopic pregnancy, vaginal haemorrhage, weight increased, the first episode of alopecia and the second episode of alopecia to be related to essure. The reporter commented: since having the surgery,patient's symptoms are mostly resolved on 2012: she had unilateral salpingectomy right fallopian tube . (B)(6) 2009, 2012, unilateral salpingo-oophorectomy - left fallopian tube. Unilateral salpingectomy - right fallopian tube . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: both coils seen in normal position. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 11-oct-2018: plaintiff fact sheet received. Event ruptured ectopic pregnancy was added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("essure coils had migrated and perforated a fallopian tube"), ectopic pregnancy with contraceptive device ("ectopic pregnancy"), device dislocation ("migration of essure: unknown") and genital haemorrhage ("heavy bleeding") in a 30-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, parity 2 ((B)(6) 2004, (B)(6) 2007) and termination of pregnancy - elective. Concurrent conditions included gravida ii. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced the first episode of alopecia ("hair loss"). In (B)(6) 2008, the patient experienced dyspareunia ("pain during intercourse/dyspareunia,"). In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and anxiety ("psychological/psychiatric: emotional anguish,"). In 2009, the patient experienced device dislocation (seriousness criterion medically significant). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain, pelvic pain and abdominal pain lower, ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("severe back pain"), migraine ("migraines/migraines/headaches,"), the second episode of alopecia ("hair loss"), procedural pain ("painful post-operative recovery"), dysmenorrhoea ("dysmenorrhea,"), weight increased ("weight gain.") And arthralgia ("joint pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (unilateral salpingo-oophorectomy left fallopian tube.) And surgery (in 2009 underwent an abortion at an hospital). Essure was removed in 2009. At the time of the report, the fallopian tube perforation, genital haemorrhage, back pain, dyspareunia, migraine, the last episode of alopecia and procedural pain was resolving, the ectopic pregnancy with contraceptive device, device dislocation, vaginal haemorrhage, menorrhagia, dysmenorrhoea, anxiety and weight increased outcome was unknown and the arthralgia had not resolved. The reporter considered anxiety, arthralgia, back pain, device dislocation, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fallopian tube perforation, genital haemorrhage, menorrhagia, migraine, procedural pain, vaginal haemorrhage, weight increased, the first episode of alopecia and the second episode of alopecia to be related to essure. The reporter commented: since having the surgery,patient's symptoms are mostly resolved on 2012: she had unilateral salpingectomy right fallopian tube. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: both coils seen in normal position. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-aug-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("essure coils had migrated and perforated a fallopian tube"), ectopic pregnancy with contraceptive device ("ectopic pregnancy") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain, pelvic pain and abdominal pain lower, ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("severe back pain"), dyspareunia ("pain during intercourse"), migraine ("migraines"), alopecia ("hair loss") and procedural pain ("painful post-operative recovery"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (underwent bilateral salpingectomy) and surgery (in 2009 underwent an abortion at an hospital). Essure was removed in 2009. At the time of the report, the fallopian tube perforation, genital haemorrhage, back pain, dyspareunia, migraine, alopecia and procedural pain was resolving and the ectopic pregnancy with contraceptive device outcome was unknown. The reporter considered alopecia, back pain, dyspareunia, ectopic pregnancy with contraceptive device, fallopian tube perforation, genital haemorrhage, migraine and procedural pain to be related to essure. The reporter commented: since having the surgery, patient's symptoms are mostly resolved diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: full occlusion of fallopian tubes. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.